Manufacturer narrative:
Upon review of post-operative radiograph, a single screw backout is observed in the most caudal plate level of a four-level construct, which is estimated to be the c7 vertebral body. However, the image does not provide a complete image of the cervical spine and the vertebral level cannot be confirmed within the image. The vertebral body involved with the screw backout (c7) was assumed based upon the anatomic landmarks visible in the provided image. No intra-operative images have been provided. There does not appear to be any migration of the locking mechanism in the image provided. It cannot be confirmed if a fracture of the locking mechanism tab has occurred based upon the radiograph..as the device was not returned, an as-received condition could not be assessed. The device remains implanted within the patient. Part and batch information associated with the screw remains unknown at this time. There is no indication that a design or manufacturing issue has caused the complaint condition. Multiple attempts have been made to gather information on the patient and no additional information has been received. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following sections of this report have been left blank due to information being unavailable or non-applicable.

Event description:
During a post-operative appointment, it was discovered through imaging that a screw had backed out from a 4-level plate. There are no plans for a revision surgery. There was no confirmation of patient pain.